Manufacturer narrative:
The exact date of the adverse event is unknown.

Event description:
It was reported in the literature article that the patient presented with complete right side hemiplegia and loss of consciousness. In addition, the patient's neurological findings were total aphasia, right sensory impairment, dysarthria and right unilateral spatial neglect. The subject retriever was deployed to the left putamen and left frontal parietal cortex (treated vessel) and the blood flow was immediately restored. During the retraction of the subject device, blood was aspirated from the non-stryker balloon guide catheter and small clots were seen in the aspirated blood. The following day a small infarction at the treated vessel was noted on magnetic resonance imaging (MRI) - diffusion weighted imaging (dwi); however, neurological deficiency resolved within the next day. The patient's nih stroke scale/score (nihss) was 0 and 90 days after procedure modified rankin scale (mrs) was 0. No further information is available.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported in the literature article that the patient presented with complete right side hemiplegia and loss of consciousness. In addition, the patient's neurological findings were total aphasia, right sensory impairment, dysarthria and right unilateral spatial neglect. The subject retriever was deployed to the left putamen and left frontal parietal cortex (treated vessel) and the blood flow was immediately restored. During the retraction of the subject device, blood was aspirated from the non-stryker balloon guide catheter and small clots were seen in the aspirated blood. The following day a small infarction at the treated vessel was noted on magnetic resonance imaging (MRI) - diffusion weighted imaging (dwi); however, neurological deficiency resolved within the next day. The patient's nih stroke scale/score (nihss) was 0 and 90 days after procedure modified rankin scale (mrs) was 0. No further information is available.